Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of high blood results. "(B)(6)" called on behalf of the customer and states the customer is unable to perform a blood test due to an error 4 message. "Luis" states that the customer has a headache and does not feel well. The customer will seek medical attention. Customer's expected blood results are 200-250 mg/dl fasting. Verified the strips expire 11/19/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: 1: 182 mg/dl, (B)(6) 2015, 11:26:00 pm, fasting: yes; 2: 272 mg/dl, (B)(6) 2015, 12:20:00 am, fasting: yes.